Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 01/08/2024, it was reported that the patient was at the supermarket when their egv showed 103 mgdl and there was no access to a bg meter reading. During that time, the patient felt sweaty, so she rushed to the cashier. The patient had a low sugar episode where she was extremely uncoordinated, bathed in sweat, barely conscious, and felt as though she was "melting". The patient was still able to sit on a bench, but no one was able to help because she just appeared normal. The patient was able to eat to raise her sugar by eating an orange, candy, and 3 double dark chocolates. She called her daughter and the daughter was unable to come. During this time, the patient was already feeling better. A little later, the patient checked the egv was 157 mg/dl. The patient went home and felt fine. No bg comparisons were taken at this time. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.